Event description:
Physician and staff preparing labor and delivery patient with foley for delivery, attempted to deflate retention balloon unsuccessfully with recommended 10cc syringe aspiration. Patient delivered with foley intact due to unsuccessful removal. Catheter was cut cross section above the y and port x 3 attempts, balloon deflation still unsuccessful. Patient continued care with intact catheter draining to ¿diaper pads¿. Urologist consulted by the gyn. Urologist recommended vaginal access to needle aspirate foley balloon. Ob gyn attempted, unsuccessful. Ob gyn attempted guide wire thread through catheter access to balloon, unsuccessful. Ob gyn flushed mineral oil through catheter access to balloon and factory recommended. Balloon ¿combusted¿ 15 minutes after mineral oil, and catheter finally removed, almost 12 hours later.